Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a progressive performance decrement subsequent to undergoing a tympanoplasty for an unrelated medical issue. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, november 10, 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.